Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned and carefully examined and analyzed. Visual inspection revealed trilumen insulation damage where the rate/sense - coil and proximal high voltage dbs conductor are exposed approximately from the is-1 pin, was pulled/stretched, and melted apart at the pigtail region. It appeared that the lead body was missing from 11-20 cm is-1 terminal pin. This type of damage was most likely caused by entrapment in the clavicle or first-rib region. The damage was located approximately 30-31 cm from is-1 pin. Likewise, the damage appears to be initiated by a localized compressive stress on surface of trilumen insulation.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out-of-range (oor) pacing lead impedance less than 200 ohms along with muscle stimulation and inappropriate shock due to oversensing of noise resulting in diverted episodes. There were no reported asystole greater than 2 seconds for this patient. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.